Manufacturer narrative:
Concomitant medical products: d334trg ICD implanted: (B)(6) 2012; 419588 lead, implanted: (B)(6) 2012.

Event description:
It was reported that there was t-wave oversensing (twos) on the right ventricular (rv) lead, which was observed after each bi-ventricle pacing event. The device was noted to be pacing below the programmed lower rate. Reprogramming was performed, and the rv lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.